Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the failure of the cable unit due to excessive stress by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the subject device at the user facility, the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with this event. Olympus (B)(4) (oekg) checked the subject device and found that the endoscopic image was not displayed on the monitor, and the camera cable of the subject device was kinked, twisted and broken at the head end. Oekg surmised that the damage of the camera cable might be caused the no image.